Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling dizzy/lightheaded and being on medications to help slow her heart beat. She also stated that she felt "heart beat, then a pause, another heart beat and a pause, and this doesn't feel right." The patient stated the device hasn't been tested in quite a while because she doesn't have insurance, but she will be going to a free clinic soon. The device remains in use.